Event description:
Information received indicates that it was not possible to completely insert the cannula obturator into the cannula catheter.the cannula was replaced during the case with no reported consequence to the patient.